Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump alarmed no delivery indicating there was a possible occlusion in the device. Customer's blood glucose was 135 mg/dl. Troubleshooting was performed and it was determined changing the reservoir resolved the issues. Manual prime was performed and device didn't alarm. Customer was advised to return the reservoir for further analysis and she agreed.